Manufacturer narrative:
(B)(4). Device not returned, reportedly discarded. The device was not returned. In the absence of the device returned for analysis a conclusive cause for the reported difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial medwatch report additional information was received: it was reported that suture placement was attempted in a common femoral artery using a prostar xl device with a 6f sheath in a pre-close technique, prior to transcatheter aortic valve implantation. The prostar xl marker lumen was preflushed with saline prior to the procedure; however, in the anatomy, there was no arterial blood flow at the marker lumen. The prostar xl device was deployed but the vessel was not captured. A second prostar xl was used with the same results. Tissue damage occurred. A cutdown was performed and the artery was surgically repaired and hemostasis achieved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional prostar xl device referenced in describe event or problem is filed under a separate manufacturer report number.

Event description:
It was reported that suture placement was attempted in an unspecified vessel using a prostar xl device relative to an interventional transcatheter aortic valve implantation procedure. Reportedly, there was no arterial blood flow at the prostar xl marker lumen. A second prostarxl device was used with the same results. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure. The physician is reportedly in-training in the use of the prostar xl device. No additional information was provided.